Manufacturer narrative:
A complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve height was measured to be within specification. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
It was reported that during the implant procedure left ventricular (lv) exhibited high threshold. The lead was replaced. The patient is in stable condition.

Manufacturer narrative:
Correction: d6a and d6b should not have input as this was an initial implant procedure.